Event description:
Pt underwent an MRI of the lumbar spine with monitored anesthesia care. After the procedure the pt reported 2 sores, one on the base of their right thumb and one on the right hip area. The sores were redened and blister like in appearance. Sores have been slow to heal.